Manufacturer narrative:
Heartsine contacted the customer to request additional information on the patient. The customer provided heartsine with the available patient information. Patient fields in which information is not provided were intentionally left blank. Heartsine has received the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report. The hdf 3500 device is not available for distribution in the united states but is similar to the sam 350p and 450p which is distributed in the united states. A clinical review was performed and it was determined that the patient was in a non-shockable rhythm at the time of the event and that the device did not contribute to the patient outcome.

Event description:
A distributor contacted heartsine to report that their customer's device did not provide defibrillation energy during a cardiac arrest. In this state the device may not be able to deliver defibrillation therapy if needed. The patient associated with the reported event did not survive, however, heartsine conducted a clinical review and determined that the device did not contribute to the patient outcome.

Event description:
A distributor contacted heartsine to report that their customer's device did not provide defibrillation energy during a cardiac arrest. In this state the device may not be able to deliver defibrillation therapy if needed. The patient associated with the reported event did not survive, however, heartsine conducted a clinical review and determined that the device did not contribute to the patient outcome.

Manufacturer narrative:
Heartsine evaluated the customer's device but was unable to duplicate the reported issue. The event file was reviewed. The patient did not present a shockable rhythm during this event file and the device performed to specification throughout the investigation. The device was scrapped by heartsine and the customer was provided with a replacement device.